Event description:
It was reported that a malfunction occurred on the pump. There was no reported impact to the customer¿s blood glucose level. Technical support provided information on resetting the pump and assisted the customer with the reset process. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and to contact support if the issue reappears.